Manufacturer narrative:
On november 18, 2021, the mentor failure analysis lab received the device for evaluation. On november 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 680cc breast implant was found to be ruptured. In addition, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown, and breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 680cc mentor memorygel breast implant, and experienced right side capsular contracture; baker grade unknown postoperatively. On october 14, 2021, mentor became aware that the patient also experienced bilateral breast implant rupture. Upon explant, the left side device was found to be soft and intact. The patient underwent bilateral explantation and replacement with same 680cc smooth gel implants on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.